Event description:
It was reported that during a routine infusion set and cartridge change, the caregiver initially viewed residual insulin on the pump display from the old cartridge, then bent the infusion set needle guard and cannula, and had difficulty disengaging tubing from the applicator; the damaged set was discarded, a new set was used, tubing was properly filled to visible drops, and the set was connected with successful completion of the change after coaching. Symptoms included no reported adverse physiological effects. Outcomes included restoration of intended therapy with no alerts or alarms and no need for medical intervention. Investigation included remote troubleshooting and education on correct cartridge replacement, tubing fill, and infusion set insertion and disconnection steps. Investigation of this case revealed user handling issues during infusion set deployment and connector manipulation, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated by guidance.